Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the first column of the keypad to be inoperable. Service evaluation verified the first column of the keypad to be inoperable. The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the first column of the keypad was found to be to be inoperable. There was no patient involvement. No additional information is available.